Manufacturer narrative:
H3 other text : customer rejected quote for onsite service.

Event description:
Philips received a complaint indicating that the device was disabled and returned back to normal after performing an operational check. There was no patient harm reported. The customer called and spoke with a philips representative. The customer has rejected the quote for onsite service. No evaluation performed. The reported issue could not be confirmed since no evaluation was performed. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.